Event description:
It was reported that prior to use, the monitor display for the cardiosave intra-aortic balloon pump (iabp) was locking up and went blank, and the iabp unit alarmed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm replaced the coiled cord cable then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the monitor display for the cardiosave intra-aortic balloon pump (iabp) was locking up and went blank, and the iabp unit alarmed. There was no patient involvement, and no adverse event reported.